Manufacturer narrative:
Device received with blank display due to corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. They reported that the insulin pump had a low battery alarm last night and then the display went blank. Tried to insert 3 new batteries but still did not turn on. Customer stated the display was not blank less than 30 seconds and did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.